Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the ¿cord on the e-fp was frayed by the foot pedal and it happened overtime.¿ the event did not occur during surgery. There were no injuries reported. There was no additional information provided.